Event description:
A caller reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the technical support team decided to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy. Technical support provided guidance on putting the current pump into storage mode and arranged for a replacement pump to be sent.